Event description:
It was reported through the attorney for the patient as a result of a legal claim that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that the patient is experiencing "squeaking" from the system.

Manufacturer narrative:
The information in this file was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.